Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. The foreign distributor evaluated the device and determined that the cause of the reported event was associated with the gas deliver engine. A carefusion representative went on site to perform a visual inspection of the device and found an additional non-carefusion air water trap attached to the device primary air inlet. The non-carefusion air water trap (techno pneumatic model aw2000-02), which was installed by the foreign distributor exhibited evidence of what appeared to be rust contamination. Carefusion failure analysis lab evaluated the alleged faulty gas delivery engine. It was determined that possible liquid ingress damaged the air inlet pressure transducer and the blender gas pressure transducer on the blended gas pressure pcba. It is suspected that liquid ingress from the hospital air supply to the air water trap and into the ventilator pneumatic path damaged the transducers causing inaccurate readings of the input gas pressures. This caused the compressor not to power on when air gas source is lost. As a precaution, carefusion has recommended that all ventilators running of the same air supply source undergo preventive maintenance and full functional check. In addition, on (B)(4) 2014 a replacement gas delivery engine was sent to the foreign distributor for them to repair the device.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: model number. Conclusion code. Avea gde was received for investigation; carefusion failure analysis lab evaluated the alleged faulty gas delivery engine, a visual inspection revealed an extreme amount of contamination, possibly rust, appeared in the air inlet block, indicating a large amount of liquid entered into the system through the air pressure line from the customer site. The gde was installed onto gde test station and powered on and immediately noticed, the monitored air inlet pressure value was reading lower than supplied pressure. The air supply was removed completely and the monitored reading dropped which is indicative of the air inlet pressure transducer (xdcr) not reading appropriately. There were no audible or visual alarms since the unit will only alarm if the air supply drops below 20psig and since the air inlet xdcr is not reflecting supplied pressure no alarm occurred, this also directly relates to the compressor not turning on without any air pressure to the unit since the compressor is activated only when the unit reads a pressure at or below 19psig. After checking the calibration of the air inlet pressure xdcr it was found that the a/d count was not changing with different set pressures. Also it was found that the blended gas xdcr was also not reading appropriate set pressure either, regardless of the set pressure, indicating xdcr is defective. The reported issue was duplicated however after a visual inspection of the actual inlet and blended gas pcba xdcr¿s, it was found that liquid had entered into the actual xdcr¿s on both pcba¿s, directly damaging the air and blended gas pcba xdcr¿s. Thus causing inaccurate readings of inlet pressure and blended gas pressure. Additional information: date missing of initial MDR, the date is 08/13/2014

Event description:
This event occured in (B)(6).

Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor. "Avea stops delivering mandatory breaths while connected on patient. This patient was admitted to ICU due to snake bite/poisoning on (B)(6) 2014 and put on mechanical ventilator support as per settings given below. On dt. (B)(6) 2014 at 1:30 pm, ICU staff noticed the ventilator was giving alarm [circuit disconnect] and all the measurement values on ventilator display was 0 (zero) and patient chest wall was not moving, then they disconnected the ventilator from patient and try to give respiratory support by ambu bag, but patient was not survived and he was declared dead. Then doctor called our service engineer and they checked this machine and found the following: ventilator works fine if its connected with air and o2 supply through wall gas source. When we disconnect the air hose from wall outlet then it stops cycling and shows vent inop alarm on alarm banner in red. Although this avea has internal compressor, but it doesn't start to work in case of wall air failure. Avea doesn't work if its connected only with o2 wall gas source. The value of air inlet was showing only 26 psi even if we are connecting 60 psi air wall gas. We are attaching the picture of event log and display of avea when alarm appears on the display." The following info was documented by a carefusion representative in response to a conversation with a user facility representative. "As I discussed with hospital staff, there may be a possibility of drop in line pressure of air at the time of this event."